Event description:
It was reported to boston scientific corporation that a jagtome rx sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, the cut wire broke. No part detached inside the patient the procedure was completed with another jagtome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a jagtome rx sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, the cut wire broke. No part detached inside the patient the procedure was completed with another jagtome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found that the working length was twisted and the distal pierce hole appeared melted. The exposed cut wire was broken and the broken ends of the cutting wire appeared discolored/blackened. The cut wire was measured to have broken at approximately 15 mm from the distal pierce hole. One end of the broken cut wire was attached to the anchor at the distal pierce hole, while the other end had retracted inside the lumen of the extrusion through the proximal pierce hole. The broken sections of the cut wire remained attached to the device. The outer diameter (od) of the exposed cut wire was measured and found to be within specification. During manufacturing, tome devices are 100% inspected so the broken cut wire is likely due to procedural factors. Therefore, the most probable root cause is operational context. The device history record review found the device met all manufacturing specifications.

Manufacturer narrative:
The reported event of cut wire broke. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.